Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving lioresal (2000 mcg/ml at 382.3 mcg/day) from an implanted pump. The indication for use was intractable spasticity, spinal cord injury/spinal cord disease, and post spinal cord injury. The patient's concomitant medications included antibiotics/ clindamycin. On 2016-july-21 it was reported that a critical alarm was occurring the alarm was due to safe state and low battery reset which occurred on (B)(6) 2016. In the end of june the patient went to the emergency room (ER) due to symptoms which were "probably withdrawal," and was told they were septic. The patient went to the managing physician to have their pump interrogated on (B)(6) 2016 and at that time the reset and safe state in the logs. The hcp tried to reprogram the pump out of the reset on (B)(6) and it "stuck." It was noted that the pump had 22 months until the elective replacement indicator. Possible causes of the error was noted to be draw on the battery (film formed on the battery) or a feed through short (permeated pump tubing). Pump replacement was recommended. On 2016-july-26 additional information was reported by the hcp. The patient's pump was reset and the dose was increased on (B)(6) 2016 to 498.2 mcg/day. The case of the low battery reset was unknown, it was noted that the withdrawal had not been resolved but they planned to replace the pump. The hcp did not have any information on the patient's sepsis. On 2016-08-11 additional information was reported by a consumer and the rep. On (B)(6) 2016 the patient went to the ER. It was noted that no alarms had been heard, the consumer thought the patient was sick, the hcp believed the patient was in the early stages of pneumonia even though the chest x-ray was clear, blood cultures were done and the patient was positive for sepsis. The patient was treated with IV and oral antibiotics and discharged the same day. On (B)(6) 2016 the patient had a fever of 103 degrees; the patient was very rigid and very hypertonic. The patient went back to the ER and was admitted to the intensive care unit because the fever, tone and spasticity were increased and the patient had an extremely high heartrate. The hcp believed it was due to the fever and the patient was discharged on (B)(6) 2016 and sent home with clindamycin. The patient continued to have a fever and the consumer believed the issue had something to do with the pump. A couple of weeks later, while in the hcp's office waiting for a pump refill the alarm was heard and the nurse came and reviewed that the pump had reset itself. The hcp decreased the medication from 749 to 360 mcg/day. On (B)(6) 2016 the patient went back for a refill and the hcp increased the pump to 540-570 mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-25 the company representative reported additional information. Per the healthcare professional the issue was believed to have started on (B)(6) 2016. On (B)(6) 2016 the rep reported that the pump had been explanted on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump identified that the battery had high resistance.

Manufacturer narrative:
The previously reported information submitted on 19-sep-2016 does not pertain to this event. "On 2016-08-25 the company representative reported additional information. Per the healthcare professional the issue was believed to have started on (B)(6) 2016. On (B)(6) 2016 the rep reported that the pump had been explanted on (B)(6) 2016." This information pertains to mfg. Report# 3004209178-2016-18773.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.